Event description:
It was reported that during a procedure to replace a neurostimulator, the new ins would not lock down on the lead. A different new ins was used and the patient had no problems. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator model 3058, serial (B)(4), found the setscrew was cross-threaded. It was not possible to realign the setscrew for testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.